Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was moved to a lower location on the right side of the back.